Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.2, lab: 2.2. In ratio: 1.0, lab: 2.2. Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.2, 1.0; date: (B)(6) 2011, inratio: 1.1, 1.3. Patient was sent to the hospital on (B)(6) 2011 following inratio results. Patient's therapeutic range: 2.0 - 3.0 inr.